Event description:
Reporter indicated that the pt was implanted with a new generator; however, diagnostic testing revealed that the "new generator was not working." Further follow up revealed that the pt underwent revision surgery. During the procedure, the surgeon could not communicate with the generator, and he felt confident that it was not due to the programming system. The generator was replaced. Good faith attempts are being done to obtain add'l info.